Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was labeled incorrectly the following information was received by the initial reporter with the following verbatim. It was reported by the customer that label on the box says 2477-0007 but the product is mz1000-07.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "label on the box says 2477-0007 but the product is mz1000-07" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2477-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.